Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. It is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation and was determined to have been caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause was depleted main batteries as a result of use error. A follow-up report will be filed if any additional details become available.